Event description:
A medtronic representative reported a broken screw on a suretrak medium clamp. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement clamp shipped to site. Medtronic representative following-up reported that the screw was not completely broken, it appeared to be worn out. Medtronic investigation of returned suspect device finds that the head of the adjustment screw is somewhat rounded out but still functional. The clamp is also nicked on one side. Mechanical failure, malfunction/wear, directly caused the event.